Manufacturer narrative:
Sample information was not provided. Controls were not run before or after the event. Customer technical support (cts) instructed the customer to replace the cartridge chemistry sample probe and collar wash.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low creatine kinase result generated by the synchron lxi 725 clinical system. The result was not reported out of the laboratory; hence patient treatment was not impacted by this event. The sample was repeated and higher results were obtained.